Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had a return of tremor in their right hand that is driving the patient crazy. Caller used the patient programmer to check the implantable neurostimulator (ins) and it was on, ok, group b at 2.70v. A fall was related to the issue. Patient had a dream he was wrestling and woke up on the floor, had fallen out of bed. The patient did not hit his head. Following this event patient noticed the return of tremor. No further complications are reported or anticipated with this event.